Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, nine clips were fed and properly formed and then, the tip of the advancer slid toward the tissue stop during the last two firing sequences, causing the jaws to remain closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. An investigation is in process to address this issue. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trigger did not to return to the home position and the jaw would not open. Another device was used to complete the case. There were no adverse consequences for the patient.